Event description:
It was reported the patient presented to the emergency department due to a patient alert sounding. Interrogation indicated the right ventricular (rv) lead superior vena cava and rv coil impedance measurements were greater than 200 ohms. It was noted that there was no oversensing and noise could not be reproduced with pocket manipulation or isometric exercise. Further follow up was going to be done and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance with a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Daily and weekly high voltage lead impedance trend data show various spike increases for max defib active can on impedance and max superior vena cava defib impedance equaling 50 to 254 ohms range between (B)(6) 2011 and (B)(6) 2012.